Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and presented after being lost to follow-up. The right ventricular (rv) lead was suspected to be fractured. There were non-sustained ventricular tachycardia (ns-vt) episodes that appeared to be noise, the pacing impedance was undefined (it was greater than 3000 ohms), and there was no capture. The lead was inactivated by programming an atrial-only pacing mode so the oversensing on the rv lead would no longer inhibit atrial pacing. The lead will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.